Event description:
An olympus representative on behalf of the customer, reported to olympus, the evis lucera elite colonovideoscope received a b30 communication error code and leaking from the connector. During the inspection and testing of the returned device, debris was found in the nozzle. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The b30 scope communication error was found to have occurred due to the leaking scope connector. In addition to the findings reported, scratches were found throughout the body of the scope, the universal cord was collapsed and the suction cylinder was scraped. The suction cylinder, the right/left and up/down knobs and control body were discolored. The bending section cover adhesive was missing, the illumination lens was cracked, the bending angle was out of specification and the play of the angle knob was out of specification. A worn up/down knob caused the water tightness to not be maintained. Additional information was requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the operating part contained a mixture of proteins, organic silicones, esters, and other inorganic substances. Based on the results of the component analysis, there is a high possibility that the deposits attached to the nozzle and operation part are derived from chemicals. Based on the results of the investigation, it is likely the following contributed to the malfunction: a) due to insufficient cleaning of the outer surface of the scope (insufficient dryness, etc.) And insufficient removal of tap water from the air/water nozzle (including the inside of the air/water supply channel), foreign matter that has adhered to the scope dries out and adheres as water scale or oil film. However, it was not possible to clearly identify the root cause of the adhesion. Additional information was requested, however no information could be obtained. If additional information is obtained at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.